Event description:
Initially, it was reported that while the cs300 intra-aortic balloon pump (iabp) was used on a patient an autofill failure alarm activated. Subsequently, the biomedical engineer clarified that this event occurred during a routine check, and that the safety disk failed the leak test 3 times, and when he checked out the pump he found that it was failing the auto fill test. No adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issues. However, the fse found that the customer was using a test balloon without the catheter extender attached leading to an auto fill failure. With the correct balloon and catheter extender attached, the iabp pump performed auto fill normally. The iabp was able to pass all the leak tests, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
Initially, it was reported that while the cs300 intra-aortic balloon pump (iabp) was used on a patient an autofill failure alarm activated. Subsequently, the biomedical engineer clarified that this event occurred during a routine check, and that the safety disk failed the leak test 3 times, and when he checked out the pump he found that it was failing the auto fill test. No adverse event was reported.